Event description:
While treating a patient (age & gender unknown) the device appropriately delivered energy at 200 joules; however on the second attempt to defibrillate the patient, the device diplayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.